Event description:
It was reported that there was a thermal event associated with the light cable.

Manufacturer narrative:
Alleged failure: "right at the beginning of the medical procedure, the novadaq fiber optic cable unintentionally disconnected itself from the optical connector (with the whitish mode switched on). The cable fell on paper and was so hot that the paper immediately started to smoke. It has been noticed that the light cable end is always very hot when the white light mode is on (it was tested without being connected to lenses). The internal light setting is set to the standard setting of 192." Probable root cause: vpi output levels cannot be confirmed without product return for investigation. The light guide cable connection fit and tightness cannot be verified without product return. Under normal conditions the cable requires a significant amount of force to disengage as reported. The pinpoint system (light guide cable and laparoscope) are known and expected to become fairly hot to the touch with extended use, there are numerous warnings in the product instructions for use which warn against direct contact during use or immediately after. One failure mode we have seen in the past is caused by leftover debris and residue at the scope/light guide end points from insufficient/improper cleaning post sterilization and reprocessing. This can lead to excess heat and smoke being emitted from the overheating leftover debris. The product was not returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event associated with the light cable.